Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. The thread and the needle does not correspond to the package the wire is thinner and shorter: 71 cm instead of 90 cm. The needle is shorter: 3 cm instead of 4 cm./mix-up: wrong product inside 1st pack.

Manufacturer narrative:
Samples received: 1 box with 35 unopened pouches,18 unopened pouches and 1 open pouch. Analysis and results: there are no previous complaints of this code batch, (B)(4) units were manufactured and (B)(4) distributed in the market. Thirty three units were in stock and blocked. The open sample received has been checked and the suture inside has been characterized as novosyn violet with usp size 0, 70 cm in length and hr30 needle. Nevertheless, all closed samples have also been checked and all correspond to the labeled product: novosyn violet usp 1 90 cm hr40s. The incorrect suture found inside the open pouch corresponds to the product manufactured in the previous order as the complained product. Root cause is still under investigation, nevertheless, the most likely probable cause is assumed to be a human error. A corrective and preventive action plan is on-going. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is conclude that the complaint is justified.